Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information on april 23, 2024, of a legal filing. The reporter alleged that the plaintiff suffered injuries including hypoglycemia due to the insulin pump's unexpected battery failure. The plaintiff was taken to the emergency room, given an IV drip, and taken carbs as a result of the injuries caused by the defendant¿s defective insulin pump. The bg value at the time of the incident was 27 mg/dl. The use of the pump within 48 hours of the reported event and the status of the auto-mode feature was unknown. No further patient complications were reported. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7020a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer's attorney reported that the customer had a low blood glucose on (B)(6) 2018. Customer said that her pump died and she had ran out of batteries. Customer did not allege unexpected battery failure. She began to feel woozy and was minimally responsive. Paramedics were called at 15:45 with a low of 27mg/dl and customer was taken to the emergency room. Low was treated with juice, candy, some soda, glucagon shot, and dextrose 50. Customer had an alert, so she ate some candy. Customer said the pump serial number used was (B)(6) and had a clear retainer ring. Troubleshooting was not done on this case but see (B)(4) for similar details. Pump was received by medtronic on october 8, 2018 under (B)(4). Pump was used at the time of the low. Per customer, auto mode was used. However, per carelink, auto mode was not used.